Event description:
While pt on ventilator, air leak noted. Therapist attempted to change filter. Filter frayed and bunched up. Hour meter shorted and sparks noted. Pt bagged and new ventilator obtained.